Event description:
It was reported that the button keys of a ventilator were unresponsive during patient use. The patient was removed from the ventilator and placed on another ventilator. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). Covidien customer support engineer (cse) inspected the device and the alleged malfunction could not be duplicated. The graphical user interface (gui) light-emitting diode (led) was replaced as a precautionary only. The ventilator passed all testing.